Manufacturer narrative:
The suspect device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that there were pieces of flesh attached to the single use distal cover in the sink when it was removed from the scope for cleaning after a therapeutic endoscopic retrograde cholangiopancreatography procedure. The distal cover was discarded. Reportedly, another piece of tissue was found in the sink 3 days after the first incident. The identity and details of the foreign material are unknown; however, it was noted that the mucosal tissue was about 1.5 centimeters long and string like. The device was inspected prior to use with no issues noted. There was no harm or user injury reported due to the event. This MDR is being submitted for the second incident reported. The related patient identifier (B)(6) reports the single use distal cover. The first incident was reported under patient identifier (B)(6) (single use distal cover) and (B)(6) (evis lucera elite duodenovideoscope).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. However, the reported event likely occurred due to the following: 1. If the user conducts suction operation when the opening section of the distal end of the endoscope is close to the mucosal surface, mucosal tissue is suctioned into the distal cover. If the user withdraws the endoscope under this condition, mucosal tissue gets damaged with the edge of the distal cover. 2. The distal cover cracked along the center line due to inappropriate attachment to the endoscope. If the distal end of the endoscope is pressed to the mucosal surface under this condition, mucosal tissue gets caught at the cracked site and gets damaged though suction operation is not conducted. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual chapter 4 ¿operation¿ section 4.4 ¿withdrawal of the endoscope¿ chapter 3 ¿preparation and inspection¿ section 3.5 ¿attaching accessories to the endoscope¿ warn for the subject event as below: ¿warning take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: - only apply suction when the endoscope is stationary. - after releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated.¿ ¿attaching the single use distal cover. Warning never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.